Event description:
It was reported that the atrial lead exhibited no capture at maximum output and no p-wave sensing. The real time rhythm strip showed a noisy atrial channel. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.